Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds when interrogated. Patient experience dizziness. The patient underwent surgical intervention to remove the lead. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds when interrogated. Patient experience dizziness. The patient underwent surgical intervention to remove the lead. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, the high-capture-threshold allegation was not confirmed, based on normal lead resistance measurements, a passing hipot test and inspection that showed no abnormalities. Analysis found no evidence of device defect, damage, or malfunction.